Event description:
Customer reports the hinge pin was broken on the pressure sleeve.

Manufacturer narrative:
Lieble flarsheim manufacturing report. Field service engineer replaced hinge pin assembly performed operational checkout per manual,returned to full service by the customer.